Manufacturer narrative:
Per the t:slim x2 user guide: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer remained connected to the infusion set site during the load process and inadvertently delivered insulin. The customer's blood glucose (bg) level was 40 mg/dl. The customer consumed carbohydrates to stabilize bg levels.